Event description:
It was reported that the patients implantable cardiac monitor would need to be reinserted due to excessive bleeding at the insertion site the previous day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).